Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: a review of the pump downloaded history found no occlusion alarms. The pump force readings recorded in the black box were within normal range. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An occlusion alarm was induced during testing and the pump emitted the appropriate ¿occlusion detected¿ alarm. A force sensor calibration test was performed and the force sensor was confirmed to be detecting force correctly. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 370 mg/dl with drowsiness, difficulty waking, and confusion associated with an allegation that the pump failed to alarm to alert the user of an occlusion. The pump was reviewed with the reporter and confirmed that there were no occlusion alarms recorded in the pump history and the occlusion sensitivity was set to high. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump failed to alert the user of an occlusion.